Event description:
The customer reports both the charge pak icon and wrench are active. The device did power on and complete the voice prompts as expected. The reported complaint is not associated with a patient use.

Manufacturer narrative:
During medtronic evaluation of the device, the device lost power when an attempt was made to deliver a shock. During device evaluation, it was noted the charge pak and internal battery were depleted. No other discrepancies were noted during testing. Root cause for the depleted charge pak and internal battery was not determined.